Event description:
It was reported that the needle of the reservoir could not break through the rubber plug of a vial bottle. It was stated that the treatment began during the customer's hospitalization. It was mentioned that the customer tried several bottles after changing several reservoirs, but it happened the same thing. However, when our sales representative tried with the same sample, the rubber plug did break through without any problems and induction was able. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.